Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed sodium (na) patient sample result obtained on a dimension® exl¿ 200 system. Siemens is investigating the event. MDR 2517506-2022-00042, MDR 2517506-2022-00043, and MDR 2517506-2022-00044 were filed for the same event.

Event description:
A discordant falsely depressed sodium (na) patient sample result was obtained on a dimension® exl¿ 200 system. The discordant patient result was not reported to the physician. The same patient sample was reprocessed on the same system, and a higher sodium result was obtained. The higher reprocessed sodium result was considered correct and reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed patient na result.

Manufacturer narrative:
Additional information (11-mar-2022): siemens headquarters support center (hsc) completed the investigation of the falsely depressed sodium (na) result. Hsc reviewed the information provided by the customer and the dimension exl instrument data. A siemens field service engineer (fse) was dispatched to the customer's site. The fse performed maintenance as part of normal troubleshooting. Repeat of the same sample yielded expected results. A potential product issue was not identified. The cause of the event is unknown. The system is fully operational. The device is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00041 was filed on 10-feb-2022. Initial MDR 2517506-2022-00042, initial MDR 2517506-2022-00043, and initial MDR 2517506-2022-00044 were filed for the same event on 10-feb-2022. MDR 2517506-2022-00042 supplement 1, MDR 2517506-2022-00043 supplement 1, and MDR 2517506-2022-00044 supplement 1 were filed for the same event.